Event description:
Dealer stated the end user fell backwards in he chair causing the recline actuator to break off the top mount. Dealer stated end user hit his head and ended up in the hospital. Dealer stated he is unaware of what caused the incident to occur or what was the end result of the end user's injuries.